Event description:
The customer reported that the system displayed a communication error message and needed to be rebooted three times. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated, however, the workstation node had been reloading. The mainframe power supply was checked. The interface printed circuit board and the gpos and rtos memory sticks were reseated. The nodes were erased and the software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.